Event description:
A malfunction was reported on a pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information and guidance to reset the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction reoccurred, which they understood.